Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2019; 5071-35 lead, implanted: (B)(6) 2019; 4194-88 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks following implant, the patient returned to the clinic and then four weeks later the cardiac resynchronization therapy pacemaker (crt-p) exhibited rapid battery depletion and the right epicardial lead was not working. The patient was scheduled for revision and the crt-p was explanted and replaced. The epicardial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5087651); if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks following implant, the patient returned to the clinic and then four weeks later the cardiac resynchronization therapy pacemaker (crt-p) exhibited rapid battery depletion and the right epicardial lead was not working. The patient was scheduled for revision and the crt-p was explanted and replaced. The epicardial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the physician was consulted and the physician noted the device had not depleted. The patient was made aware of the estimated remaining longevity during a separate hospital procedure to replace the right ventricular (rv) epicardial lead that appeared to be no longer working due to a high pacing threshold. The patient was not satisfied with the estimated remaining longevity of the device and the physician offered to replace the device and cap the epicardial pacing lead. It was noted the patient had two epicardial leads implanted, which were adapted to the crt-p. The physician removed the adaptor, replaced the crt-p and capped the rv epicardial lead with the high threshold. No patient complications have been reported as a result of this event.